Event description:
It was reported that the wake button was not working. Customer applied more force to the button to resolve the issue. Customer¿s blood glucose was 455 mg/dl. A replacement pump was sent to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.